Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s complaint was confirmed. A visual inspection was performed on the returned device and found the broken probe portion detached. The broken probe portion was not returned and measured approximately 18mm in length. A u509 error code was observed. The ptfe pad (teflon pad) was inspected and found to be worn but still intact, no missing fragment, and no metal exposed. This type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic vaginal hysterectomy with bilateral salpingectomy, the hand-piece failed and a ¿probe damage¿ error message was observed on the generator. It was reported that the error message occurred again, after the device was disconnected and reattached to the generator. No device fragment fell into the patient. The intended procedure was completed with a similar device. There was no bleeding or patient injury reported.